Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, ECG ¿a¿ and front therapy electrode was missing. The root cause for missing ECG and therapy electrode was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.